Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator had an erratic screen. The cse inspected the device and replaced the lcd panel. The unit passed extended self-testing.